Manufacturer narrative:
A getinge field service engineer (fse) evaluated that unit and confirmed that the driving valve group (drive manifold) was damaged. The fault was eliminated after replacing the driving valve group with a new one. In addition, after replacing a new safety disk and a 5,000-hour maintenance kit, the equipment passed all factory-specified performance and safety index tests. The unit was then delivered to the customer and can be used clinically. The maquet failure analysis and testing dept. (Fat) received manifold drive and safety disk assy. These part were received with a low negative pressure issue. The fat installed manifold drive into cs100 test fixture and tested the part to factory specifications per procedure and the cs100 service manual. Part failed the k6, k7, k8 leak check. Fat was able to verify the reported issue. The fat installed safety disk assy into cs100 test fixture and tested the part to factory specifications per procedure and the cs100 service manual. Part failed the safety disk leak test. Fat was able to verify the reported issue. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported that after start up, the cs100 intra-aortic balloon pump (iabp) unit alarmed low negative pressure.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that after start up, the cs100 intra-aortic balloon pump (iabp) unit alarmed low negative pressure as soon as the machine is turned on. There was no patient involvement.